Manufacturer narrative:
Both the lens and the delivery device were returned for evaluation. Solution was observed in the delivery device and an unapproved solution was observed on the tip of the delivery device. It is unknown if an unapproved solution was used in the device. No damage was observed to the delivery device. The lens was returned wrapped in gauze. A small amount of solution was observed on the lens along with numerous fibers from the gauze. Both haptic tips were adhered to the optic near the edge. One was on the posterior surface and one was on the anterior surface. No other damage was observed. While we were unable to determine the origin of the damage, our observation reasonably suggest that if it was not manufacturing related. Device record review indicated the product met release criteria. There have been no other complaints reported in this lot of product. Additional information has been requested. This report was mailed to FDA on: 08/14/2009.

Event description:
A surgeon reported the haptic of the intraocular lens (iol) adhered on the optic after the lens was inserted into the patient's eye. The surgeon was unsuccessful in trying to release this adhered haptic from the optic during the procedure; the iol was exchanged at that time. The patient was reported to have a secondary astigmatism following the procedure. Additional information has been requested.